Event description:
It was reported that customer was brought to the emergency room for high blood glucose levels. Mother reported that the batteries died in the pump and that customer ate some sweets that caused his blood glucose levels to elevate. It was reported that time was not programmed correctly in pump. Troubleshooting performed and pump passed lead screw test. Mother declined to perform high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.